Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvis pain') and genital haemorrhage ('heavy bleeding and frequent bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. 910511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure: no". The patient's medical history included multigravida, parity 2 ((B)(6)2010 and 1(B)(6)2012) and body mass index normal. She denies any fevers or chills. She denies any other complaints at this time. *(B)(6)2016: dye test- essure confirmation test. Previously administered products included for an unreported indication: birth control pills from 2007 to 2010 and albuterol.. Concurrent conditions included urinary frequency, tobacco user, alcohol use, vomiting, knee pain, ear pain, rib pain, asthma, sore throat, chest pain, abdominal pain, vomiting, diarrhea, general body pain, diarrhea, ear pain, lower abdominal pain, low back pain, vaginal bleeding, painful intercourse, vaginal discharge, sexually transmitted disease and asthma. Concomitant products included cyclobenzaprine for muscle spasms, ibuprofen for pain as well as amoxicillin;clavulanic acid (augmentin), oseltamivir phosphate (tamiflu), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and salbutamol. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced back pain ("severe back pain/ back pain (ache, frequent)"), fatigue ("symptoms of fatigue /fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse (stabbing during and after)") and arthralgia ("joint pain / knee pain"). In (B)(6)2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), abdominal pain ("severe abdominal pain/ abdominal pain (stabbing, frequent)/ painful, swollen abdomen") and abdominal distension ("painful, swollen abdomen/ bloating"). In (B)(6)2013, the patient experienced depression ("symptoms of depression"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines (throbbing, frequent)"). In 2014, the patient experienced vomiting ("vomiting") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), polymenorrhagia ("heavy, frequent menstruation"), ear pain ("ear pain"), musculoskeletal chest pain ("rib pain"), asthma ("asthma"), oropharyngeal pain ("sore throat"), concussion ("concussion"), limb injury ("leg injury"), skin laceration ("hand laceration"), urinary tract infection ("uti"), chest pain ("chest pain") and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, allergy to metals, vomiting, pollakiuria, ear pain, musculoskeletal chest pain, asthma, oropharyngeal pain, concussion, limb injury, skin laceration, urinary tract infection, chest pain and coital bleeding outcome was unknown and the abdominal pain, back pain, fatigue, depression, weight fluctuation, dyspareunia, migraine, arthralgia, abdominal distension and polymenorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, asthma, back pain, chest pain, coital bleeding, concussion, depression, dysmenorrhoea, dyspareunia, ear pain, fatigue, genital haemorrhage, limb injury, migraine, musculoskeletal chest pain, oropharyngeal pain, pelvic pain, pollakiuria, polymenorrhagia, skin laceration, urinary tract infection, vomiting and weight fluctuation to be related to essure. The reporter commented: weight at time of essure placement: 120 current weight: 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Chest x-ray - on (B)(6)2016: results: no lung consolidation detected.; on (B)(6)2016: results: bilateral tubal occlusion. Hysterosalpingogram - on (B)(6)2016: impression: bilateral tubal occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: lot number was added, outcome of the previously reported event- painful intercourse, joint pain, back pain were updated, consumer weight was added, medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvis pain') in an adult female patient who had essure (batch no. 910511) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure: no". The patient's medical history included multigravida, parity 2 (B)(6) 2010 and (B)(6) 2012) and body mass index normal. She denies any fevers or chills. She denies any other complaints at this time. *(B)(6) 2016: dye test- essure confirmation test. Previously administered products included for an unreported indication: birth control pills from 2007 to 2010 and albuterol.. Concurrent conditions included urinary frequency, tobacco user, alcohol use, vomiting, knee pain, ear pain, rib pain, asthma, sore throat, chest pain, abdominal pain, vomiting, diarrhea, general body pain, diarrhea, ear pain, lower abdominal pain, low back pain, vaginal bleeding, painful intercourse, vaginal discharge, sexually transmitted disease and asthma. Concomitant products included cyclobenzaprine for muscle spasms, ibuprofen for pain as well as amoxicillin;clavulanic acid (augmentin), oseltamivir phosphate (tamiflu), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and salbutamol. On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced back pain ("severe back pain/ back pain (ache, frequent)"), dyspareunia ("pain during intercourse (stabbing during and after)"), fatigue ("symptoms of fatigue /fatigue"), weight fluctuation ("weight fluctuations") and arthralgia ("joint pain / knee pain"). In january 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain"), abdominal pain ("severe abdominal pain/ abdominal pain (stabbing, frequent)/ painful, swollen abdomen"), genital haemorrhage ("heavy bleeding and frequent bleeding/ abnormal bleeding") and abdominal distension ("painful, swollen abdomen/ bloating"). In february 2013, the patient experienced depression ("symptoms of depression"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines (throbbing, frequent)"). In 2014, the patient experienced vomiting ("vomiting") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), polymenorrhagia ("heavy, frequent menstruation"), ear pain ("ear pain"), musculoskeletal chest pain ("rib pain"), asthma ("asthma"), oropharyngeal pain ("sore throat"), concussion ("concussion"), limb injury ("leg injury"), skin laceration ("hand laceration"), urinary tract infection ("uti"), chest pain ("chest pain") and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, allergy to metals, genital haemorrhage, vomiting, pollakiuria, ear pain, musculoskeletal chest pain, asthma, oropharyngeal pain, concussion, limb injury, skin laceration, urinary tract infection, chest pain and coital bleeding outcome was unknown and the abdominal pain, back pain, dyspareunia, polymenorrhagia, abdominal distension, fatigue, depression, weight fluctuation, migraine and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, asthma, back pain, chest pain, coital bleeding, concussion, depression, dysmenorrhoea, dyspareunia, ear pain, fatigue, genital haemorrhage, limb injury, migraine, musculoskeletal chest pain, oropharyngeal pain, pelvic pain, pollakiuria, polymenorrhagia, skin laceration, urinary tract infection, vomiting and weight fluctuation to be related to essure. The reporter commented: weight at time of essure placement: 120 current weight: 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Chest x-ray - on (B)(6) 2016: results: no lung consolidation detected.; on (B)(6) 2016: results: bilateral tubal occlusion. Hysterosalpingogram - on (B)(6) 2016: impression: bilateral tubal occlusion. Lot number: 910511 manufacturing date: 2011-10 expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvis pain") and genital haemorrhage ("heavy bleeding and frequent bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did you use birth control or contraception at any time following your essure placement procedure: no". The patient's medical history included multigravida and parity 2 ((B)(6) 2010 and (B)(6) 2012). She denies any fevers or chills. She denies any other complaints at this time. Previously administered products included for an unreported indication: birth control pills from 2007 to 2010 and albuterol. Concurrent conditions included urinary frequency, tobacco user, alcohol use, vomiting, knee pain, ear pain, rib pain, asthma, sore throat and chest pain. Concomitant products included cyclobenzaprine for muscle spasms and ibuprofen for pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain ("severe back pain/ back pain (ache, frequent)"), fatigue ("symptoms of fatigue /fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse (stabbing during and after)") and arthralgia ("joint pain / knee pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), the first episode of abdominal pain ("severe abdominal pain/ abdominal pain (stabbing, frequent)") and abdominal distension ("painful, swollen abdomen"). In (B)(6) 2013, the patient experienced depression ("symptoms of depression"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines (throbbing, frequent)"). In 2014, the patient experienced the second episode of abdominal pain ("painful, swollen abdomen"), vomiting ("vomiting") and pollakiuria ("urinary frequency"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), polymenorrhagia ("heavy, frequent menstruation"), ear pain ("ear pain"), musculoskeletal chest pain ("rib pain"), asthma ("asthma"), oropharyngeal pain ("sore throat"), concussion ("concussion"), limb injury ("leg injury"), skin laceration ("hand laceration"), urinary tract infection ("uti"), chest pain ("chest pain") and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, allergy to metals, arthralgia, vomiting, pollakiuria, ear pain, musculoskeletal chest pain, asthma, oropharyngeal pain, concussion, limb injury, skin laceration, urinary tract infection, chest pain and coital bleeding outcome was unknown and the fatigue, depression, weight fluctuation, migraine, abdominal distension, the last episode of abdominal pain and polymenorrhagia had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, asthma, back pain, chest pain, coital bleeding, concussion, depression, dysmenorrhoea, dyspareunia, ear pain, fatigue, genital haemorrhage, limb injury, migraine, musculoskeletal chest pain, oropharyngeal pain, pelvic pain, pollakiuria, polymenorrhagia, skin laceration, urinary tract infection, vomiting, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: weight at time of essure placement: 120. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2016: results: no lung consolidation detected. On (B)(6) 2016: results: bilateral tubal occlusion. Diagnostic results: (B)(6) 2016: dye test- essure confirmation test. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Date of removal of suspect drug was added. Added event heavy and frequent menstruation, coital bleeding, vomiting, urinary frequency, ear pain, rib pain, asthma, sore throat, concussion, leg injury, hand laceration, uti, chest pain. Updated outcome of event depression, migraines, abdominal pain, bloating, weight fluctuations, fatigue from unknown to recovered. Concomitant condition were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.